Event description:
Boston scientific received information that a single high out of range pacing impedance measurement was detected on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead through the remote monitoring system. Additional information was received confirming that all other measurements were within range. Also, no revision was done since the issue was accepted and known 4 years ago. Further, there was no lead or connection issue suspected. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.